Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The customer declined a follow-up from technical support, and no further information about the outcome of the event was available.